Event description:
Plastic tip from microtip that connects to saline bag connected in usual fashion. Priming successful. When foot pedal depressed to ensure cutting device makes proper cutting sound, error on screen indicating check needle. Attempt made to prime micro tip again with same message noted on screen. Pt was already on the procedure table microtip switched out for another that did work.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation number (B)(4) - fluid path blocked error message (test 002). Performed full internal inspection to verify cause. Inspected for loctite blockage at central bolt/compression nut junction but could not identify any blockage. Could not identify cause of error message. Unit was disposed of because it was disassembled during the evaluation. The DHR for microtip lot 19713-04 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from microtip lot 19713-04. A review of lot history showed that there were (B)(4) reported microtip unit failures. Lot 19713-04 has a failure rate of (B)(4).